Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2005. According to the complainant, the patient experienced pain and suffering. The physician's office was contacted; per the nurse, the patient had not returned for a number of years. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.